Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump suspended insulin delivery when the customer's sensor glucose was 80 and their blood glucose was 136 mg/dl. The customer mentioned that she might have been calibrating too much and that the transmitter did not flash when she connected. The customer was sleeping at the time that the insulin was suspended. The sensor will be returning.